Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance was observed on the atrial lead. A different atrial lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.